Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: event describe event or problem.

Event description:
A customer reported failing the second american proficiency institute (api) proficiency testing for cortisol (cort) in january 2019 with aia-900 instrument. The customer reported that all five (5) survey samples were out of range high. The survey sample results were as follow: sample result expected result ch-01 21.4 ug/dl 9.7 - 16.3 ug/dl ch-02 50.4 ug/dl 24.8 - 41.5 ug/dl ch-03 35.5 ug/dl 17.1 - 28.6 ug/dl ch-04 7.6 ug/dl 3.8 - 6.4 ug/dl ch-05 22.9 ug/dl 10.8 - 18.2 ug/dl the customer did not know the lot number for the cortisol or the quality controls (qc) that were used on the day of the survey. However, the customer reported currently using test cup st aia-pack cort, lot number i916715, and using bio-rad (br) qc lot number 40350. The customer did not have results of latest qc run, but stated they were within acceptable range. The customer indicated that they have been reporting patient results on cortisol. The customer did not have api survey samples to repeat, but stated that survey samples were out of range high upon re-run. The customer ran cortisol on an api survey sample from another lab and the results from the aia-900 instrument correlated. The customer agreed to obtain new api survey samples. The tss sent a new lot number of cortisol test cups and mac qc. The tss followed-up with the customer at a later date and confirmed that the customer re-calibrated cortisol without any issues and reran the second api survey samples, which passed.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the instrument was installed on 31-aug-2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) and cort lot i916715 from 31-aug-2018 through aware date (B)(4) 2019. There were no similar complaints found during the searched period. The aia-900 operator's manual under safety precautions, states: operate only in accordance with the procedures described in this manual attempts to operate the aia-900 using procedures not prescribed in this manual may adversely affect the integrity of assay results and cause system malfunctions. Under section 1 basic precautions: reagent handling: for reagents required lot management, the aia-900 recognizes their lot numbers. Since mixing such reagents from different lots makes the lot management impossible, reagents must be handled correctly according to their instructions for use. Parathyroid hormone st aia-pack cortisol (cort) analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack cort, the highest concentration of cortisol measurable without dilution is approximately 60 [?]g/dl, and the lowest measurable concentration is 0.2 [?]g/dl (assay sensitivity). The exact linearity of the st aia-pack cort depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 60 [?]g/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 60 [?]g/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Reference ranges: because of the diurnal variation and circadian rhythm of cortisol secretion, specimens drawn at 8 a.m. Should represent peak levels in normal individuals. Specimens drawn at 11 p.m. Will typically be 25% of the peak level. The interval given here was determined in serum samples which were collected at 8[?]9 a.m. From 266 apparently healthy individuals. Reference interval = 10.4 - 26.4 [?]g/dl (287 - 729 nmol/l). The most probable cause of the reported event was a bad api sample.

Event description:
A customer reported they failed all 5 levels of the (B)(6) for cortisol (cort) in (B)(6) 2019 with aia-900 instrument. The customer reported that all five results were out high. The customer did not know the lot for the cortisol or the quality controls running on the day of the survey. However, the customer reported that they were currently using lot i916715 and using biorad (br) lot 40350. The customer reported that the quality controls were in range during the time of the survey and they had been reporting out patient results. When the customer tried rerunning the api sample, the results were out high again. The customer requested a second sample from (B)(6). In addition, technical support sent the customer a different cortisol lot to run. The customer calibrated, ran quality controls, and then ran the cortisol lot i91675 with results as follows: cortisol calibration results: 32.81 ug/ml, 23.09 ug/ml, 15.6 ug/ml, 11.5 ug/ml, 5.7 ug/ml, 2.4 ug/ml. Quality control (qc) results (br lot 40350): level 1: 6.75 ug/ml (range 2.8-5.2 ug/ml)- out high (oh), level 2: 35.23 ug/ml (range 13.5-25.0 ug/ml)-out high. The customer ran the new cortisol lot with the following results: ch-01= 21.4 ug/ml oh, ch-02= 50.4 ug/ml oh, ch-03= 35.5 ug/ml oh, ch-04 = 7.6 ug/ml oh, ch-05 = 2.9 ug/ml oh. The customer reran the second (B)(6) sample and the results passed. The results of the second rerun of the (B)(6) sample were not available. There was no indication of patient intervention or adverse health consequences due to the discrepant cortisol (cort) survey results.